Manufacturer narrative:
Concomitant medical product: ivp syringe, device syringe, broviac(4.2 fr.) Catheter. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the user was administrating an IV push medication when the filter cracked. The IV line was attached to a broviac 4.2 fr.catheter, placement at the right side of the baby's chest. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested the customer did not indicate any patient harm. The event occurred in the nicu.